Event description:
Account reported that they obtained high ise results for three patients that repeated as normal. The incorrect results were not reported. The field service rep found a salt bridge had formed at the waste head and repaired the instrument by performing maintenance of the ise system.